Manufacturer narrative:
(B)(4). Date sent: 1/11/2022 d4: batch # 215a03 h6: component code = g04 investigation summary a video along with the device was returned for evaluation. This is an analysis for a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows a device from jaws area with a green reload loaded and the tissue can be seen attached to the cartridge. At the 00:09 mark, a surgical instrument starts to remove stuck tissue. At the 00:18 mark, it was observed a slightly bleeding of a part of staple line on the tissue. Based on the video provided the event described is confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the handle shrouds partially opened and broken, and with one gst60d reload loaded in the device. The reload was received partially fired 2/3 and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage on the handle shrouds was due to an improper handling of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : this is an analysis for a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows a device from jaws area with a green reload loaded and the tissue can be seen attached to the cartridge. At the 00:09 mark, a surgical instrument starts to remove stuck tissue. At the 00:18 mark, it was observed a slightly bleeding of a part of staple line on the tissue. Based on the video provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: could you please give more details on how the device misfired on the 4th fire. The staples were not well formed and the tissue started sliding, the dr. Stopped firing on spot and reversed the knife to reduce the damage. Did the device deliver any staples? Yes, it did but malformed. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? The dr. Stopped the firing. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? It looked irregular. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? Smoothly. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that during a lap sleeve gastrectomy, started with a serosal tear for the first firing, then the tissue was sticking to the reload for the second and third then a misfire in the fourth. The procedure was delayed 15 minutes. The procedure was completed successfully. No patient consequence.